Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: one photograph and one sample were returned from the customer in support of this complaint. The sample returned did confirm the customer's reported defect. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5162997. This appears to be an isolated incident and not representative of the overall batch quality. Conclusion: an absolute root cause for this incident can be determined as bd was able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that a bd vacutainer® push button blood collection set with pre-attached holder had a black substance in or on the tubing attached. The device was never opened. The substance appears to be burnt tubing most likely from the supplier's manufacturing process. No serious injury or medical intervention was reported.